Event description:
It is reported that in 2006, during insertion of three screws to fixate a tm cup, one of the screws migrated through the cup and ended outside the cup. Four threads of the screw went into the abdomen. It is unk which screw migrated through the cup.

Manufacturer narrative:
Other devices used: catalog #00625006530, bone screw self-tapping, lot #60213959; catalog #00625006525, bone screw self-tapping, lot #60461267. Evaluation summary: probable cause is unk. Devices and x-rays were not returned for review. Manufacturing records are intact, conforming and indicate that the product was manufactured and packaged to specification.